Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled: "high-flexion total knee replacement: functional outcome at one year." The primary purpose of this study was to investigate the quality of the pain relief and function reached at the one-year time point following total knee replacement. Depuy products involved: pfc sigma rp-f prosthesis. It's unknown whether any of the patients received patellar resurfacing. The cement manufacturer is also unknown. After conducting the one-year follow up, the authors found that the pfc sigma rp-f prosthesis achieved pain relief comparable to previous implant models. Out of all 83 patients, only two required intervention after the primary surgery. One required manipulation for arthrofibrosis and the other underwent revision surgery for anterior knee pain of which no cause was identified for during the revision surgery. 31 patients experienced some degree of pain post-operation. No device malfunctions or defects were indicated.